Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and hypoglycemia. Customer's blood glucose level was 32.0 mmol/l and 2.4 mmol/l. Customer treated with insulin pump as had not backup resource and low blood glucose for food. Customer experienced no issues with serter during use. Customer reported that the infusion set cannula was bent. Customer stated that inserts in thigh due to sensors not staying in place on other locations. The insulin pump will not be returned for analysis.